Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record for the provided is in-progress. All information reasonably known as of 03-jun-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 9611594-2026-00393 for the first event. It was reported the enteral feeding device balloon burst "within days post initial rig [radiologically inserted gastrostomy] placement...patient developed bleeding at the site and raised (ir consultant) was consulted as the on-call ir on the weekend and advised for a CT [computed tomography] abdomen to be performed. There was free air on the CT and patient developed an early infection. The balloon of the rig was deflated on the scan. It was ruptured when [physician] took it out for testing."